Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping scroll bars moving up or moisture damage on electronic assembly/motor noted. The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 266 mg/dl. The customer stated that the buttons are not consistent with their responses. The customer stated that his blood glucose is high due to being off the pump for two hours. The customer stated that he put the pump in a bag and it was wet. The customer mentioned that there were cracks on the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.